Manufacturer narrative:
Updated fields- b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. Per a getinge field service engineer (fse), the user was able to find there was an issue with catheter which may have had a hole causing the autofill failure. The catheter was replaced and test were performed. The failure was found while biomed was testing unit out. All functional and safety test passed.

Event description:
N/a.

Manufacturer narrative:
Due to character limit in e1 initial reporter name is, event site name is (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an issue with catheter which may have had a hole causing the autofill failure. Failure was found while biomed was testing unit out. No patient involved. No harm.